Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia and the insulin pump alarmed motor error as well as compromised forced sensor system alarm. The customer¿s blood glucose level was over 600 mg/dl. The customer stated that the drive support cap was protruded. Customer was assisted with troubleshooting for motor error and compromised force sensor system alarm. Customer did not have back up plan available. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.